Event description:
The customer reported "the vent was setting on the shelf; turned the vent on and got disc sense alarms". The service company found "that intermittently, the turbine would not start up".